Manufacturer narrative:
(B)(6). The device was returned and evaluated by manufacturer. A visual examination of the balloon identified no damages. A break was identified on the hypotube 72.5cm distal to the distal end of the strain relief. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the shaft polymer extrusion.tip showed no signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on the device analysis completed on 01may2024. It was reported that the device was kinked. The 95% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft of the balloon was kinked. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the hypotube break.